Manufacturer narrative:
Device evaluation summary: monitor sn 07135640 and belt sn (B)(4) were returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient experienced an appropriate defibrillation event. The patient reportedly was brought to the emergency room after being treated and entering a 'tonic clonic siezure'. It is unknown if the siezure started prior to or after the lifevest treatment. Review of the download data indicates that the patient entered vt at 260bpm. The response buttons were used intermittently. It is unknown who pressed the response buttons. The rhythm after the shock was asystole for 31 seconds with return of spontaneous cardiac activity of bradycardia at 40bpm with artifact, possibly due to the siezure activity. No death resulted from the event.